Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The external/internal inspection was performed and passed. Temperature was within specifications. The device passed all electrical testing. Temperature confirmation testing was performed, and the temperature was verified to be within specification. A volumetric accuracy test was performed and the device failed. The evaluation revealed the cause of the failure to be a deteriorated piston foam. The piston foam was to be scrapped and the device was sent to servicing. Should additional relevant information become available, a follow-up report will be submitted.